Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. It was resolved satisfactorily, and the customer was advised to contact support again if the issue returned.